Event description:
It was reported that the patient therapy manager (ptm) would not work. Certain areas of the screen did not respond. The "cross symbol" kept bouncing, but the screen would not move forward to recalibrate. Further information confirmed that the patient was in the office, and felt the issue was emi from his computer. Further troubleshooting was performed after the patient left work. The device was powered off, then back on and recalibrated. This resolved the issue. No patient symptoms or adverse event was reported. The drug contained in the pump was not reported.

Manufacturer narrative:
(B) (4).